Event description:
It was reported that a malfunction occurred with the pump displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump.